Manufacturer narrative:
Patient weight not available. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be duplicated. The system passed checkout and no failure was found. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the 3d image didn't transfer to the navigation system. Site attempted to push exams manually without success. Performing a respin resolved the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.